Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/20/2023. An investigation was conducted on 01/02/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the device. A microscopic inspection was conducted. The heater wire was observed to be slightly raised from the base of the hot jaw but remained attached at the tip of the jaw, which can be attributed to normal clinical use. The clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. Based on the returned condition of the device and investigation results, the reported failure "peeled; jaw/delaminated" was not confirmed. The lot #3000347797 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that after an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation came off of jaw. Same device was used to complete the case. No delay. No injury.